Event description:
The pt experienced a loss of stimulation sensation. Impedance measured high. A revision was performed and it was confirmed that the lead did not give effective stimulation when interrogated with the screener. The lead was replaced. Pt was reported as doing well.

Manufacturer narrative:
(B)(4).